Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display is dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states they attempted to order replacement part from 3rd party vendor and was told that the part number wasn't valid. The customer called in to confirm part number and price. The customer looking for part number for replacement lcd assembly 2nd gen. The rse provided parts ID for the lcd, assy,2nd gen, v60 per customers request. Investigation is ongoing.